Event description:
The customer reported that the system was displaying a collimator iris potentiometer error message and that the error message was preventing the system from booting up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the collimator. The system operates as intended.